Manufacturer narrative:
The case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by (B)(6) or its employees that the report constitutes an admission that the device, (B)(6), or its employees, caused or contributed to a potential patient event documented in this report. On 09dec2025 medsun MDR report 3500a (B)(4) was received by (B)(6). It was reported that the blue flange part of the syringe for 3 orthovisc injectables were missing when the packaging was opened. Pn 630254 lot number: 0000011003 expiration date: 15nov2026. Device not available for return. Complainant office became aware of the issue may 2025. Office did not obtain a picture of the syringe missing the flange. The office staff did not note any unusual appearances to the device (besides missing the blue flange). There was no defect with the device or packaging observed prior. There was no negative patient or user impact reported.